Event description:
The customer reported an abnormal smell coming from the rear of the architect i2000sr analyzer near the waste outlet tubing. An abbott field service representative examined the analyzer and verified the customer's observations and upon examination of the analyzer found what appeared to be a discoloration (perhaps charring) on the coils of the vacuum pump. No other evidence of damage to any surrounding instrument parts was found. No injuries were reported and there was no damage to the surrounding lab environment. There is no related impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The customer indicated that there was an abnormal smell coming from the back of the instrument. Upon further inspection by the field service engineer (fse), it was determined that the coil inside the vacuum pump burned out causing the abnormal odor. Replacement of the vacuum pump resolved the issue and the instrument is performing as intended. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) provides information to address the customer's current issue. Based upon the available information and the current evaluation, no product deficiency was identified. The issue was resolved after the replacement of the vacuum pump on the instrument. In the initial MDR report, in section g. 3., report source, "study" was checked in error. The correct boxes checked are "foreign" and "health professional."